Event description:
Customer reported that "patient with nutrition/infusion via a cvc. Parenteral nutrition was gradually reduced and ultimately stopped when a leak (hole in the cvc) of the peripherally located catheter leg was noticed due to the dressing becoming wet (outside the body). Clamping the leg and pulling the cvc when the need for parenteral nutrition no longer exists." No patient injury or harm reported. No medical intervention required.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc for evaluation. The catheter body appeared intentionally trimmed and sutures were secured to the box clamp and juncture hub. After the sample failed functional testing, the distal lumen was microscopically examined. A small slit was detected near the distal luer hub. The slit was straight and smooth, which indicates the line contacted a sharp object (scissors, scalpel, etc.). A significant amount of adhesive, likely from securement devices, was also detected on the lumens. The finished good (fg) product code was unknown for this complaint, therefore fg cs-14502 was identified in the sales history for this customer and used for investigation purposes. The total length of the catheter body measured to be 3.62" which indicates at least 1.1" were trimmed and not returned per product drawing. The outer diameter of the distal lumen measured to be 0.084" which is within specifications of 0.084-0.088" per product drawing. The inner diameter of the distal lumen measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions for use (IFU) provided with this kit. The IFU instructs the user, "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate extension lines. "Both lumens were flushed using a water-filled lab inventory syringe. A small leak was detected in the distal lumen. A valid product code and lot were not supplied by the customer. Therefore, a potential fg (cs-14502) and lot (71f19l2140) was identified in sales history and used for investigation purposes. A device history record review was performed based on the potential lot and no relevant findings were identified. The IFU cautions the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal lumen contained a small slit with damage consistent with contact with a sharp object. The sample passed all relevant dimensional inspection and a device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample received , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported that "patient with nutrition/infusion via a cvc. Parenteral nutrition was gradually reduced and ultimately stopped when a leak (hole in the cvc) of the peripherally located catheter leg was noticed due to the dressing becoming wet (outside the body). Clamping the leg and pulling the cvc when the need for parenteral nutrition no longer exists." No patient injury or harm reported. No medical intervention required.